Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the pump charging port was damaged preventing the pump from charging. No reported adverse impact to the customer's blood glucose. The customer continued to use the pump for insulin therapy.